Event description:
It was reported that, approximately two months post implant, both the right ventricular (rv) lead and right atrial (ra) lead exhibited elevated thresholds. The following day rv lead repositioning was attempted. Intra-operatively, post initial repositioning, the rv lead exhibited high thresholds. Post second attempt at re-positioning, the rv lead exhibited high and undefined unipolar and bipolar impedance, when connected to the generator, and then exhibited low unipolar impedance, when connected to the analyzer. The rv lead was explanted and replaced. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead, and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. The analyst noted the electrical testing was within specified parameters. The outer insulation breached and blood ingress on the proximal conductor could be occurred during re-position of the lead and it may relate to the complaint of low impedance. Corrected: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the right ventricular (rv) lead exhibited elevated thresholds. The following day rv lead repositioning was attempted. Intra-operatively, post initial repositioning, the rv lead exhibited high thresholds. Post second attempt at re-positioning, the rv lead exhibited high and undefined unipolar and bipolar impedance, when connected to the generator, and then exhibited low unipolar impedance, when connected to the analyzer. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.